Event description:
On 22-may-2026, it was reported via a sales representative via phone that an ar-4550p repair kit's needles broke off inside of a patient. All fragments were retrieved and the device was discarded by the facility. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.